Event description:
It was reported that the biomed tried to calibrate the arctic sun device and was failing for an error 80(non-recoverable system error) expected 6 actual 27 degrees, the device would be coming for service under warranty. Per sample evaluation on 05may2023, device was originally short filled, ran for 3 minutes, and topped off to correct level. Unit not cooling, all 3 pumps observed working. Per trackwise notification received via email on 05may2023, additional issues found during decontamination. Originally short filled, ran for 3 minutes, and topped off to correct level. Unit not cooling, all 3 pumps observed working.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was a dirty level sensor due to inadequate maintenance. However, this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: per the IFU: "routine maintenance and service should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal arctic sun cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed tried to calibrate the arctic sun device and was failing for an error 80(non-recoverable system error) expected 6 actual 27 degrees, the device would be coming for service under warranty. Per sample evaluation on (B)(6) 2023, device was originally short filled, ran for 3 minutes, and topped off to correct level. Unit not cooling, all 3 pumps observed working. Per trackwise notification received via email on (B)(6) 2023, additional issues found during decontamination. Originally short filled, ran for 3 minutes, and topped off to correct level. Unit not cooling, all 3 pumps observed working.